Event description:
During the procedure the surgeon was using a "crochet hook" to pass suture in the shoulder. The procedure was an arthroscopic right shoulder with capsular plication. The tip of the "crochet hook" broke off while in the patient. After multiple attempts by the surgeon the entire piece was retrieved without harm to the patient's joint.this did add about 15 minutes of additional time to the procedure. The surgeon examined the piece that was retrieved as well as arthroscopically searched through the joint and determined that the entire piece was retrieved.